Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the unknown channel error. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the fsa pressure sensor-12 pack. Also replaced damaged pins on right iui conn. A review of the device history record for sn (B)(6) was performed from date of manufacture 12/19/2016 to the present date 10/12/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the unknown channel error. There was no patient involvement.